Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead. Subsequent interrogation found undefined impedance and high thresholds on the ra lead. During direct pocket manipulation, the ra lead also exhibited oversensing/noise, which in turn caused inappropriate mode switching. Ra lead fracture was suspected. The ra lead was reprogrammed, and later removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Analysis also indicated that the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The patient further made reference to post-implant "problems" with the original right ventricular (rv) lead. Interrogation of the rv lead revealed no issues. However, the physician felt that the manner by which the rv lead had initially been implanted predisposed the lead to future failure. The physician also felt that the rv lead did not have adequate slack. The rv lead was removed and replaced prophylactically at the physician's discretion coincident with ra lead replacement. It was further reported that the rv lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.